Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). Device manufacture date: 2008. The field service specialist (fss) visited customer site to inspect the unit. Fss determined that direct current (dc) converter was faulty, which had caused the issue. Fss replaced the converter and performed the field service checklist on the unit. System passed the functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported smoke/smell from the whitestar signature system and flickering display. There was no patient involvement reported and no patient treatments delayed or cancelled.